Event description:
It was reported that when the patient presented in the clinic for routine follow up, the device was unable to be interrogated. The patient felt vibratory alert one month ago and it was unknown whether it was due to battery performance alert (bpa) as the patient lost follow up. It was unable to determine whether it was due to premature battery depletion or just normal end of life due to device being in high output mode as patient had atrial fibrillation(af). The physician explanted and replaced the device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of no communication was confirmed and was due to a low battery voltage. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016